Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. The customer¿s blood pressure was not under control. It was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: h6, health effect clinical code additional information: g1 plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search for fmc cassettes delivered to the patient could not be performed as a patient account number was not identified. As such, device history and manufacturing reviews could not be conducted. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. The customer¿s blood pressure was not under control. It was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.